Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and electronic assembly during visual inspection. Device received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 411 mg/dl at the time of the incident. It was unknown that auto mode feature was active or not at the time of event. The insulin pump had critical pump error. Customer was unable to clear the alarm. Customer stated that battery in insulin pump was about to explode and insulin pump was not beeping loud. Customer reported that they received open book image on the insulin pump screen. The device will be returned for analysis.